Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified dates in (B)(6) 2019; reported as ¿going on for a couple of weeks¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of IV (intravenous) solution sets were leaking; further described as ¿on the distal end that you hook to the patient, when the end is screwed onto the patient, the threads do no match up¿ causing leaks. As a result, the set would be unhooked and re-primed. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.